Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that immediately following implantation into the eye the trailing haptic was detached and part of the optic was broken. The lens was left in situ; however, post-operatively, the lens was determined not to have stable fixation in the eye and the patient underwent an additional surgery whereby the lens was explanted and exchanged. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The device has not been returned to rayner. The rayone preloaded iol injection system use risk analysis identifies the following as possible causes of "trapped/ torn lens haptic/ optic during insertion"; inadequate amount of viscoelastic; inadequate quality of viscoelastic; haptic trapped by plunger override due to fast motion; user opens closed flaps and closes again before use; plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic; user removed injector from tray prior to inserting viscoelastic, causing lens to be improperly placed in cartridge; user removed injector from tray prior to closing cartridge, resulting in cartridge not being clipped properly; optic edge trapped/ damaged on closure of cartridge, sharp edge instruments and dehydration of the lens prior to implantation. The additional information received identifies that the lens was removed from the blister tray to insert and close flaps. This is a deviation from the IFU which states that the injector should remain in the blister tray until ovd is inserted and the flaps are closed. Furthermore, resistance is reported to have been experienced by the surgeon during the injection. The rayone IFU "use of rayone" section "fig 7" states "press the plunger in a slow and controlled manner. If excessive resistance is felt this could indicate a blockage; discontinue use of the product and return the product and all packaging to rayner. As identified within the risk analysis, removal of the injector from the blister tray prior to inserting viscoelastic and closing the flaps, causes the lens to be improperly placed in the cartridge. Failure to follow the IFU is the likely contributory factor of the lens damage during/following injection into the eye in this case.

Event description:
On 23rd may 2025, rayner received notification from a healthcare facility in brazil of an event that occurred during use of a rayone emv rao200e. The event description provided states that immediately following implantation into the eye the trailing haptic was detached and part of the optic was broken. The lens was left in situ; however, post-operatively, the lens was determined not to have stable fixation in the eye and the patient underwent an additional surgery whereby the lens was explanted and exchanged.